Event description:
The customer reported that while the unit was in use on a pt, the unit's display generated color blotches. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The reported problem could not be duplicated. As a precautionary measure, the display and the assembly video receiver were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.